Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. The soft cannula was not observed to be bent/kinked. The download data did not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 351 mg/dl while wearing the pod between for longer than 48 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged as well as bent. As treatment, the patient administered over 5 units of insulin followed by another 1.5 units of insulin and a new pod was applied. The patient's blood glucose history are as follows: time: bg(mg/dl) 09:30pm 250, 09:35pm 272, 10:00pm 258, 10:02pm 302, 10:44pm 352.